Manufacturer narrative:
An event of pericardial effusion was reported. Information from the field indicated that the pericardial effusion was pre-existing and decreased in size to trivial post-procedure. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the information received, there are no related patient effects to the navitor valve. Since an initial report was already submitted, the event was unable to be voided. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(6) - envision ide study, patient site ID: (B)(6). Subsequent to the previously filed report, additional information was received that during procedure that there was difficulty advancing the delivery system along the patient's tortuous and calcified aortic arch. It's also noted that there was mild calcium on the femoral artery. The decision was made to first remove the 29mm navitor vision valve and large flexnav delivery system. A 20f non-abbott introducer sheath was then used and able to advance to the valve annulus. Replacement 29mm navitor vision valve and large flexnav delivery system were prepared and used to complete the procedure. It was noted that the patient's pericardial effusion was pre-existing and noted prior to procedure. The pericardial effusion was noted as small and circumferential and decreased to trivial in size post-procedure. There was no cardiac tamponade present and the patient was taking an anticoagulant or antiplatelet medication at the time when the pericardial effusion was dedicated. There is no allegation of malfunction against the abbott devices or procedure. The cause of the patient's pericardial effusion is attributed to their pre-operative heart failure. On (B)(6) 2024, the patient went to the emergency room for swelling near the incision/access site. The patient was found to have a hematoma. The decision was made to administer the patient a short term diuretic. The patient was discharged at the time of report.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 29mm navitor vision valve was successfully implanted in a patient using a large flexnav delivery system. Heparin was administer for procedure and the patient had an activated clotting time level of 330 seconds. It was noted during procedure that there was difficulty advancing the delivery system along the patient's tortuous and calcified aortic arch. It's also noted that there was mild calcium on the femoral artery. The decision was made to first remove the 29mm navitor vision valve and large flexnav delivery system. A 20f non-abbott introducer sheath was then used and able to advance to the valve annulus. Replacement 29mm navitor vision valve and large flexnav delivery system were prepared and used to complete the procedure. One partial re-sheath of the 29mm navitor vision valve was performed due to the valve being initially, deployed too low. The final non-coronary cusp implant depth was 5.25mm. On (B)(6) 2024, it was noted via transthoracic echocardiogram that the patient had developed a small pericardial effusion. There was no intervention performed. On (B)(6) 2024, the patient went to the emergency room for swelling near the incision/access site. The patient was found to have a hematoma. The decision was made to administer the patient a short term diuretic.

Manufacturer narrative:
An event involving pericardial effusion, heart block, and hypotension was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the information received, the pericardial effusion appears to be pre-existing. The cause of the reported complete heart block and hypotension could not be conclusively determined. The reported unexpected medical intervention was result of case-specific circumstances as intravenous saline was administered to bring blood pressure up. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6). Subsequent to the previously filed report, additional information was received that during the during the procedure on (B)(6) 2024, the patient developed a complete heart block. The complete heart block self resolved by the end of the procedure. On (B)(6) 2024, it was noted post-procedure that the patient developed an onset of hypotension. The decision was made to administered the patient intravenous saline to bring blood pressure up.